Event description:
It was reported that while the patient was exiting a trailer the infusion tubing caught on a doorway, pulling the infusion site and pump from the body and resulting in a fractured touchscreen on the ilet that rendered the screen unusable and the device no longer water resistant; the patient reported subsequent difficulty using the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.